Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
The customer reported a display issue with rainbow colors affecting the pump screen, which hindered the ability to read the screen properly. There was no adverse impact on the customer's blood glucose level. Technical support planned to replace the pump, and the customer will continue to use current pump to ensure uninterrupted insulin delivery.